Event description:
It was reported to nova biomedical on (B)(6) 2013 that the consumer experienced a hypoglycemic event on (B)(6) 2012 requiring medical intervention. The consumer reported he spent five (5) days in the hospital until his blood glucose level stabilized. The consumer was unable to provide any further info regarding this event. The meter will be returned for evaluation. The test strips were consumed. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
Nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.